Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a communication error (e116). The issue was found during a diagnostic procedure, during sedation, with the device inside the patient, and the procedure was completed using an olympus back-up device. There were no reports of patient harm.